Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a premature battery depletion (bd) error. Subsequently, the device was explanted and replaced successfully. The device is expected to be returned for analysis. No additional adverse patient effects were reported.